Event description:
On 18th april 2022, rayner intraocular lenses received notification from its brazilian distributor of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the patient presented with a refractive error of -3.75 d.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the patient presented post-operatively with a refractive error of -3.75 d. Rayner has been informed that the healthcare professional plans to implant a supplementary sulcoflex aspheric 653l -5.0 d iol to correct the visual outcome. Rayner has requested additional information from its distributor to facilitate further investigation of the event. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone spheric rao100c batch 101179271 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 101179271.